Event description:
It was initially reported by a materials person at a hospital that a vns pt underwent generator replacement surgery due to unk reason. A return product form was received by the MFR and indicated the generator was explanted due to suspected end of service. The explanted generator was returned to the MFR and underwent product analysis. Analysis of the generator revealed that an end of service warning was received during analysis and found it to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within spec. Other than the output disable condition, there were no add'l adverse functional, mechanical, or visual issues identified with the returned generator. F/u was made with the surgeon's office and indicated the generator was explanted using bovie. The new generator was implanted and interrogated properly. Re-iteration was made to the surgeon's office the importance not to use electro-cautery for the explant and implant of model 103/104 as it disables the output current.